Event description:
On (B)(6) 2015, the reporter (a nurse) contacted lifescan (B)(4), alleging inaccurately high results obtained on the subject meter when compared to a calibrated laboratory device. No results were provided, but the nurse alleged that the subject meter read "70-80 mg/dl" higher than the laboratory device. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. In a subsequent call to the patient, the patient denied that the lfs product read inaccurately.